Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge remained static at 185 units. The customer declined to reload the cartridge and confirmed that the insulin gauge would continue to be monitored. There was no impact to the customer's blood glucose level.